Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured and exhibited a high out of range pacing impedance measurement of greater than 2500 ohms and no capture. The patient did not report any worsening heart failure and their system was reprogrammed. No intervention was performed and the lv lead remains in service. No adverse patient effects were reported.